Event description:
It was reported that the insufflator turned itself off in the middle of a procedure and rebooted in test mode. The users rebooted the equipment, but it was still in test mode. After turning the equipment off once again and waiting for a few seconds before restarting, the insufflator started and was working properly again. The procedure could be finished as planned with no complications to the patient. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
During the manufacturer's technical inspection, the error description provided by the customer, "insufflator turned off during use" could not be confirmed by inspecting the device and reviewing the log files. The additional issues found and log file entries are independent from the reported issue and cannot be assigned to the reported failure. It is more likely that a kinked hose by misuse has caused overpressure which forced the unit to be gone into safe state. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. The event is filed under internal karl storz complaint ID: (B)(4).